Event description:
The complainant reported a patient was on an automated impella controller (aic) for mechanical circulatory support. While on support, the automated impella controller experienced a controller error yellow alarm, which was resolved through console replacement. No patient harm reported.

Manufacturer narrative:
The investigation has been completed. The console (ic6106) was sent back for further investigation. The root cause of the controller error alarm is due to lack of communication due to an optical bench malfunction. This report is being filed as part of a retrospective review of historical records.